Event description:
The customer reported a problem with the touch screen; physical fault; no functionality of the screen. The customer reported there was no patient involvement.

Manufacturer narrative:
Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the touch screen assembly was tested and no failures were identified.